Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during basal delivery. The customer's blood glucose (bg) level was 250mg/dl and a manual injection was administered to address the bg level. The cartridge, infusion set tubing and site were changed multiple times in an attempt to resolve the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.